Event description:
It was reported that a malfunction alarm occurred with the display indicating malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again.